Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left total hip arthroplasty. During the procedure, the surgeon noted that the femoral stem was sitting proud, despite the broach fitting properly. The surgeon was able to complete the procedure with the femoral stem by using a minus six (6) head instead of a minus three (3) head, without delay.